Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. A new artificial urinary sphincter was implanted. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff passed visual, microscopic and leakage testing. The pump passed visual, microscopic, functional and leakage testing. The balloon passed visual, microscopic and leakage testing. The balloon did not pass functional testing with the pressure below specification.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. A new artificial urinary sphincter was implanted. There were no additional patient complications reported.